Event description:
It was reported that during a da vinci s prostatectomy procedure the site experienced system error code 23002. With the assistance of an isi technical support engineer the site back drove the master tool manipulators (mtm) with the system on and off, however, the system error code 23002 continued to occur. The tse then instructed the site to perform and emergency power off of the system, however, the issue persisted. The surgeon decided to convert to open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error code 23002 experienced by the customer was associated with the right master tool manipulator (mtmr). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtmr. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The 23002 system error code appears when the da vinci s safety system determines that the angular position of one of the joints, as measured by the primary sensor, is outside the range of acceptable values. Upon determining these conditions, the safety systems put da vinci s in a recoverable safe state. The mtmr was returned to isi for failure analysis investigation and the fault experienced by the customer was duplicated. The flex circuit assembly was replaced to address the system error code 23002. On (B)(6) 2012, isi contacted the initial reporter and she indicated that there was no patient harm as a result of the reported event, the open surgical procedure was successfully completed and the patient tolerated the open surgical procedure well. The initial reporter indicated that it is unknown if the patient has returned to the hospital due to experiencing any post surgical complications. As of july 13, 2011, there have been no reported recurrences of the issue at this hospital.